Event description:
User reports pump failure and electrical and mechanical problems. Device resets every time they hit a button. User called customer service and after a 30 mins hold 2 days in a row, reported the problem and was sent a replacement pump which also has malfunctioned. User was sent a reservior which did not fit into their insulin pump. Neck of syringe was not fitting and the reservior was spinning around freely. Per customer service instructions, user sent it back.